Manufacturer narrative:
The customer systems analyst reported that the co hemo readings displayed on the bedside monitor (bsm) and sent to epic, their 3rd party emr system, differ when viewed in epic. It is unclear what is causing this issue. Co reading in nk and epic at 4:12 pm est: nk co 5.4. Epic co 7.7. (B)(4) just transfers the data and does not alter the historical data being sent to epic. No patient harm was reported. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer systems analyst reported that the co hemo readings displayed on the bedside monitor (bsm) and sent to epic, their 3rd party emr system, differ when viewed in epic. It is unclear what is causing this issue. Co reading in nk and epic at 4:12 pm est: nk co 5.4. Epic co 7.7. (B)(4) just transfers the data and does not alter the historical data being sent to epic. No patient harm was reported.